Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 was reproduced. A review of the event history log revealed multiple "system error 322" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low). This occurred during programming/setup at the emergency room. There was no report of patient injury or medical intervention associated with this event.